Event description:
It was reported the patient had coupling and communication issues with the device. The last time any stimulation was felt was 3-4 weeks prior to report. The last recharging session was "about" 1 month prior to report. The patient used the antenna locate feature which resulted in a power-on-reset (por) condition displayed on the recharger, which then led to a normal recharging screen. The patient had 5 coupling bars and was recharging successfully. The next day it was reported that the 5 coupling bars had went away, and the patient could only get 1 coupling bar that would go away after a while. The patient was unable to charge the device at the time. The patient used the antenna locate feature again and was able to get all coupling bars and was successfully recharging. It was reported that the patient hadn't been able to charge for "about a month and a half" as well as a reported fall that occurred "a month or a month and a half ago" where he went in the hospital. Three days later it was reported that the patient had a por message, and was unable to turn stimulation on or bypass the por message due to losing the patient programmer. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient hadn't been able to use his implant for two months, since he was discharged from the hospital. He presented to the hcp office with a por message and a discharged battery. He was able to charge while at the office and planned to finish charging at home. It was noted that the patient was non-compliant with charging.

Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 3998, lot# v003739, implanted: (B)(6) 2006. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37752, serial# (B)(4). Product type: recharger: product ID 3708260, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension. (B)(4).

Event description:
Follow up reported the patient was unable to operate after charging. Power on reset (por) was noted and cleared. After por was cleared patient had 'good' spinal cord stimulation.